Event description:
Reference manufacturer report number: 2017865-2022-02452. It was reported during an emergency room visit that the atrial and right ventricular leads had dislodged. This dislodgement caused far field r-wave oversensing on the atrial lead triggering false ventricular fibrillation episodes and inappropriate shock from the right ventricular lead. During the lead revision procedure, the atrial lead helix was found to be unable to extend, and the ventricular lead was unable to retract. The leads were replaced without further issue. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, helix anomaly and r-wave oversensing. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over-torque of the inner coil. The reported event of r-wave oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.